Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pend medication into device on the server. A technical support specialist (tss) logged into the server and reviewed the device in remote support service, navigated to the facility formulary, and identified that the medication had no security group assigned. Advised the customer to assign a security group and test, although the customer was unavailable initially, follow-up through email confirmed the issue was resolved. The customer granted permission to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a medication could not be pended to a device from the server. The medication, lactobacillus reuteri 100 million cell/5 drop oral (5 ml) drops, was present in the facility formulary; however, it did not appear as an available option when users attempted to pend it to the device, including when searching by medication ID. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.